Event description:
It was reported that a communication error resulted when attempting to communicate with the vns pt's device. The physician attempted to interrogate the device with three different programming systems, all with the same communication error. Further follow up with the physician revealed that the generator is not suspected to be at or near end of service. Troubleshooting has ruled out the three programming systems in question and info received to date suggests that the communications are likely due to the hand held devices being plugged into the wall creating electromagnetic interference. However, the pt's generator has not been ruled out as the pt left the office and had not been reinterrogated. The pt is scheduled for a follow up appointment to verify functionality of the pulse generator.